Event description:
The customer initially reported that during a cystectomy/ileal conduit, sealing was successful, but the knife trigger did not return. Another device was used to complete the procedure without incident. There was no pt injury. The incident device was returned and a visual inspection revealed that a portion of the knife blade was missing.

Manufacturer narrative:
The incident device has been received and is under eval. Additional questions have been asked as to the location of the missing knife blade but no answers have yet been received. When the device eval is complete, a f/u report will be submitted.